Manufacturer narrative:
Engineering investigation of event: edwards utah evaluation the diifemii010a device was not returned therefore product evaluation could not be performed. The reported difficulty with dilator removal could not be confirmed. The report stated, "the cannula was inserted for perfusion from the ascending aorta, but it was unable to remove the dilator. The cannula was removed and replaced with another cannula. The cannula body seemed to be collapsed/deformed and that may have caused the difficulty removing the dilator." Use of the device into the ascending aorta is contrary to the instructions for use (IFU) for femii cannula. The femii010a cannula is designed to be inserted into the femoral artery. This is considered off-indication use of the device. The femii pediatric cannula were redesigned with a stronger wire in december 2009 (8, 10, & 12 french sizes). To date, no other reports of collapse or deformation have been received with diifemii010a cannula manufactured with the larger wire. The event is isolated therefore a CAPA will not be initiated. The information will be included in trending and future CAPA determinations.

Manufacturer narrative:
Device was discarded at the hospital due to patient infection. No evaluation on the device will be performed. A device history record review was completed and this device met all specifications upon distribution.

Event description:
It was reported that "the cannula was inserted for perfusion from the ascending aorta, but it was unable to remove the dilator. The cannula was removed and replaced with another cannula. The cannula body seemed to be collapsed/deformed and that may have caused the difficulty removing the dilator."